Event description:
It was reported that the pt was experiencing several adverse events due to vns (addressed in medwatch # 1644487-2010-02054). The vns was then turned off. X-rays were taken of the device which revealed no anomalies, per physician. The pt underwent surgery to re-insert the pin on (B)(6) 2009, as it was not fully inserted. No further info regarding other events is available from the physician at this time. The incomplete pin insertion was already reported in medwatch # 1644487-2010-02054, but it was determined that there is no definite link between the incomplete pin insertion and the adverse events, so the pin insertion will be addressed in this medwatch from now on.